Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was received in two pieces. Final analysis found that the insulation was abraded at 12.4 cm to 12.7 cm from the connector pin, due to friction with the device can. The abrasion was likely caused by the reported noise in the field. The outer coil was exposed in the same area.

Event description:
It was reported that the patient presented to the clinic complaining of presyncope. Noise was observed on the right ventricular lead. The lead was explanted and replaced.